Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not cooling, chiller temperature (t4) was at 6.4, explained they had a failed mixing pump and gave them the part number and price for the pump, recommended to check the system hours because it might be due for the 2000-hour preventive maintenance.

Event description:
It was reported that the biomed had the arctic sun device that was not cooling, chiller temperature (t4) was at 6.4, explained they had a failed mixing pump and gave them the part number and price for the pump, recommended to check the system hours because it might be due for the 2000-hour preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.